Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk; severely scratched display window and moisture damage on the lcd board noted. Unable to confirm a33 alarm due to motor error alarm; however the insulin pump passed displacement test, self test and a21 error test; also passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip and cracked case the near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer's blood glucose was 23 mg/dl. Customer's blood glucose was treated with a glucagon shot and juice. The customer also reported insulin was squirting out from the insulin pump. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.